Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the power supply burned after power cut off test at the hospital. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. The unit was unable to turn on at all. During internal inspection, thermal damage was observed on the power supply. This caused the unit to not receive any power and therefore, was unable to turn on. The customer complaint was duplicated. A service history record review was performed and showed the device was out in the field for over five (5) years with no prior returns for service or reported issues.